Event description:
The xpert mrsa/sa bc (methicillin-resistant staphylococcus aureus / staphylococcus aureus blood culture) assay, lot 1001474565/ 22206 gave a negative result while the culture was positive. On (B)(6) 2025, a whole blood sample was collected using a biomérieux bact/alert® sa standard aerobic bottle. The first test was performed on (B)(6) 2025, using the xpert mrsa/sa bc assay lot number 22206. The result was negative for both mrsa and sa and was reported to the physician. The test was verified as performed according to the IFU (instructions for use). No repeat testing was done with xpert mrsa/sa bc. On the same day, the culture of the sample flagged positive, and a gram stain confirmed the presence of gram-positive cocci in clusters. The culture was performed on blood agar plates, and an antibiogram using disc diffusion was also conducted. The customer confirmed that there was no impact on the patient, who was already under antibiotic treatment with ceftriaxone. The patient, aged 77, had prostate cancer but was not immunocompromised, diabetic, or suffering from vascular disease, and did not have an in-dwelling catheter. The discrepancy did not result in any adverse outcome, injury, or deterioration. The customer also stated awareness of the kit's limitations through literature and clarified that the report was submitted solely to inform cepheid.

Manufacturer narrative:
A blood culture was collected from a febrile patient suffering from a urinary tract infection due to mssa (methicillin-susceptible staphylococcus aureus). One of the positive blood cultures, showing gram-positive cocci in clusters, was tested on (B)(6) 2025 using xpert mrsa sa bc. The result was negative, indicating the absence of staphylococcus aureus. However, cultures from the blood sample successfully isolated an mssa strain. Analysis of the xpert curves revealed no detection of the three targets (spa, scc, and mec), despite a valid sample processing control (spc) and a cycle threshold (CT) = 32. This result had no impact on the patient's management, as they were already receiving treatment for mssa isolated from the urine. The cultures allowed for timely adjustment of treatment duration without delay, as therapy for the urinary infection was still ongoing. The patient completed the treatment and was discharged without complications. The mssa strain was sent to the national reference center for staphylococci. It lacked both the meca and mecc genes. Next-generation sequencing (ngs) analysis identified the strain as st398-mssa, with a 1300-nucleotide deletion in the spa gene sequence. This deletion is likely responsible for the false-negative result. The fasta sequence has been requested from the reference center to confirm this hypothesis. On (B)(6) 2025, cepheid received the fasta file and upon analysis, revealed a huge deletion in the primers and probes binding sequence. The determination of this case is a false negative due to mutation/genetic drift. Cepheid considers this root cause as a malfunction; therefore, this case is deemed reportable. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert mrsa/sa bc test and the unavailability of that product lot to be returned to cepheid.